Event description:
A customer reported difficulty with the quick bolus/wake button on their pump, which required multiple presses to activate the pump screen. The malfunction caused the customer's blood glucose levels to rise above the normal threshold, displaying only as "high," though the precise value was unknown. The customer administered a correction bolus via the pump to address the elevated glucose level. Technical support instructed the customer on specific button-pressing techniques and advised plugging the pump into a known working power source. The pump could only be operated while plugged in, as it would not function independently. Technical support arranged for a pump replacement, although the customer declined the option for an out-of-warranty loaner pump. The existing pump is out of warranty, which expires on december 2, 2025.